Event description:
It was reported to vyaire medical that the bellvista1000 neo is showing alarm alarm 400 - inspiration valve or device leaky. Furthermore, was no information for patient involvement associated with this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Logfile shows that on (B)(6) 2022 and (B)(6) 2022 the unit alarm with tf 400 insp valve or device leaky. Between (B)(6) 2022 and (B)(6) 2022 the circuit test failed on most occasions due to the press flow prox, but also on occasions leak flow, compliance, press difference and press flow prox. Advised customer to perform an insp block/valve test troubleshooting as shown in the service manual and send screenshots of the adc screen for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. The exact root cause is not determined as no further updates received from customer after several follow up attempts. Vyaire medical technical support requested the customer to perform base unit test after replacing the lifeboard. Vyaire ts will be needing to physically inspect the flat ribbon cable connecting the lifeblock to the main electronics to ensure that is properly seated. Advised to perform (or attempt) the circuit calibration, take a screenshot of the adc screen, which is service screen #2, download the logfiles and send logs for evaluation. No response received.